Manufacturer narrative:
Previous: lens has been returned but not yet evaluated. Updated: lens has been returned and evaluated. Should have listed 06/09/2017 in prior submission. Device evaluation: lens was returned dry in a micro-centrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+2.5/050 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.